Event description:
The user facility reported that the evis exera ii ultrasound gastrovideoscope failed the hygiene test during a routine culture of the scope. The working channel was reportedly found to be contaminated. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in progress. The physical device evaluation has not yet been completed. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The user was not provide their cds practices of the subject device. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the ccd cover lens was scratched, the bending tube was movement and acoustic lens was damaged. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Also, damage of acoustic lens was presumed that this was a phenomenon caused by wear and tear caused by increased usage time and handling errors. The following is included in the device IFU: ""warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."" Olympus will continue to monitor field performance for this device.